Event description:
The customer reported that the unit has multiple error code messages (machine and proximal pressure sensors failure; auto-zeroing of machine and proximal pressure transducers in post failure; and data acquisition (da) pcba adc reference failed)the customer reported that there was patient involvement; but no patient harm but the customer does not have patient information.